Manufacturer narrative:
Lead model: 3889-28, lot#: j0235527v, implanted: 2003 (B)(6), explanted: na, extension model: 3095-10, serial#: (B)(4), implanted: 2008 (B)(6), explanted: na, programmer model: 3037, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient was unable to adjust their stimulation. The patient programmer displayed a 'call your doctor' icon and exhibited a power-on reset (por) condition. Additional information was requested but was not available at the time of this report.